Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caster of a 980 ventilator fell off. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A caster base assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found two of the wheels were dislodged from the sockets. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.